Event description:
During the procedure on the right lateral knee, when the surgeon went to pull a vein the hook broke and was lost in the patient's right lateral superior calf. A larger incision approximately 1 cm was made to explore the wound. Fluoroscopy was called and brought in. The patient was under fluoroscopy. The surgeon was able to locate the tip and remove it. Upon placing it beside another tip that was whole, it was all intact. We evaluated the patient's leg under fluoroscopy above and below the area, and there were no other foreign bodies noted.